Manufacturer narrative:
The investigation into the delivery issues has been completed. The product was not returned for evaluation. Per the clinical review, the root cause of the delivery issue was most likely due to use issue since the delivery was aborted because there was interference from the aortic ECMO cannula.

Event description:
The user facility reported a 67-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. Resistance was met during attempted impella 5.5 implant. The delivery was ultimately aborted as the pump was unable to pass through the cannulation site due to interference from the aortic ECMO cannula. There was no patient harm.